Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had an ache or an uncomfortable pain at the ipg site whether the stimulation was on or off. It was reported the patient was to schedule an appointment with the physician regarding the issue.